Event description:
The pt was transported to the hemodialysis unit on the (B)(6) floor with a transport ventilator. The pt's primary ICU vent (servoi) was placed on the standby mode. The pt was transported back to the ICU on the (B)(6) floor. Upon arrival to the ICU room, the pt was placed back on the servoi, which was in the standby mode. The pt's pulse oximetry reading began to drop and the team in the room observed that the vent was still in standby mode. Pt quickly placed back into ventilation modality resulting in rapid resolution. In the standby mode, the servoi does not have an audible or visual pt re-attachment alarm and does not have a "change in flow" fail safe back up mechanism that would become ventilating in the event of pt hookup while the vent is in the stand by mode.